Manufacturer narrative:
Customer did not provide the device serial number.

Event description:
It was reported to philips that the device's battery pins are damaged. There was no reported patient involvement.